Event description:
It was reported that the customer experienced an issue with a fenestrated bipolar forceps instrument, were during the procedure surgeon observed that jaw is not properly closed. It was removed by bed side assistant and check that the one side wire is broken and used backup instrument. There are 6 count is remaining in this faulty instrument. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.